Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that a bd microlance¿ hypodermic needle 23g was found in a package of 21g needles. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
Investigation summary: returned picture show a unit pack of g21x1-1/2" lot 171216 containing a needle blue needle which should correspond a gauge 23. DHR/bhr review: we have reviewed our production and inspection records and have established that all production and quality processes were carried out normally. Neither qa nor ncmr's. Needles were packed in machine nº2101 (december, 10-11st 2017) during which 33 visual inspections of 100 units each were carried out within spec. Previously, one lot of g27x3/4" was manufactured (171213) and previously a lot of g26x5/8" (171212). Needles were assembled in machine 4413 (december, 4-12nd 2017) during which 358 visual inspections of 25 units each were carried out with zero defects noted. Previously, a batch of g22x1-1/2" were manufactured (7335796). Although no issues were identified, manufacturing records established that all production and quality processes were carried out normally and taking into account reported needle g23 were manufacturing at the same time in adjacent machines in the clean room, the cause of the problem could be related with a human error in which the affected needle was missed in any plastic box used to transport needles from assembly machine to the feeder of the packaging machine without being detected by the operator. On the one hand, based on all the preventive measures and our stringent in-process inspection plan, we are certain that this should be an isolated uncommon issue and the occurrence chances are really negligible based on the following aspects: all preventive mix-up measures and our stringent line clearance procedures keep mix up issues at low levels. A total of 3,300 units were inspected with correct results for batch 171216. No quality notifications were issued related with the mixed up during manufacturing of reported batch. We have not received any other complaint about mix-up product for the reported batch with a total of (B)(4) of units. Investigation conclusion: confirmed: bd was able to duplicate or confirm the customer's indicated failure mode. No root cause could be determined.